Event description:
It was reported that one day after this right ventricular (rv) lead was implanted the patient started having chest pain. Measurements were taken post operative, and everything was in range however, the presenting rhythm shows right ventricular (rv) loss of capture. A right ventricular auto threshold (rvat) test was in range the first time, then the second time was lost at 3v. The field representative was inquiring why there was no alert. Technical services explained the rvat feature. Additionally, it was noted that rv pacing impedances measured greater than 2,000 ohms and at implant measured 935 ohms. It was suspected that this lead was dislodged or was perforated. Subsequently, a lead revision procedure was performed, and the same lead was revised. A week later after the revision procedure there were observations of high thresholds measuring 3.5v@1ms and the device was reprogrammed. The plan is to recheck thresholds in a week unless there are further symptoms. At this time, the lead remains in service. No additional adverse patient effects were reported.